Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: d334trg crt-d implanted 2012-(B)(6). (B)(4)

Event description:
It was reported that the the patient received an inappropriate shock. T-wave oversensing (twos) was noted on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported that the cardiac resynchronization therapy-defibrillator (crt-d) reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.